Event description:
It was reported that an incident happened where mistakenly the colon videoscope that not been reprocessed and was used. It was cleaned and processed through the medivator and then stored in a cupboard (not drying cabinet). It was taken out of the cupboard and instead of putting back through the medivator it was used on a patient. There were no reports of patient harm or adverse events.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, a correction to g2 (report source), health professional added as inadvertently omitted in the initial report. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and the customer stating the device was not stored in the drying cabinet after reprocessing, root cause is consistent with the user differing from olympus recommendations in handling of the device and/or reprocessing steps. The issue can be prevented by following the instructions provided in: the cf-hq190l reprocessing manual, section 1.4 warnings and cautions. Specifically, warning prior to each patient procedure, confirm that the endoscope and accessories have been properly reprocessed and stored. If there are any doubts or questions, reprocess them again before the patient procedure, following the instructions given in this manual. Olympus will continue to monitor field performance for this device.